Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The surgeon reported two possible part numbers 45-2010 or 45-2012. He thought it was 45-2012 but he was not certain. Part# 45-2010, traumaone system 2.0x10mm cross-drive screw, 5pk, catalog number ¿45-2010, (B)(4). Part# 45-2012, traumaone system 2.0x12mm cross-drive screw, 5pk, catalog number ¿45-2012, (B)(4). The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the screw fractured and the screw body remained in the patient during a maxillofacial surgery. The pilot hole was drilled to a specific depth prior to the insertion attempt. The screw was seated flush with the plate and fractured on the final turn when tightening. The head of the screw sheared off the body of the screw. No additional patient consequences were reported.